Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the explant procedure, insulation damage was noted on the rv lead and was believed to be the cause of the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages consistent with occurring at time of procedure. The reported events of noise and insulation damage were not confirmed.